Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels (500 mg/dl) with large ketones since the previous morning. By lunch time, the customer experienced nausea and vomiting. The customer took manual injections. The customer went to the emergency room (ER), per healthcare provider's advice. Upon arriving at the ER, the customer's bg level was 361 mg/dl. Fluids and insulin were administered intravenously and a chest x-ray and urine sample were taken. The customer left the ER 3.5 hours later with bg level at just under 300 mg/dl and was reported to be feeling better and less nauseated. After returning from the ER, the customer's bg level elevated to 392 mg/dl. The customer had not changed out supplies since before the onset of elevated bg levels. Small air bubbles were noted in the tubing. It was indicated that the customer would change out all supplies.